Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, when the product was unpacked, the meter had already exceeded the maximum value from the start. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: investigation results the returned alliance ii inflation syringe was analyzed, and a visual evaluation noted the meter was found exceeded the maximum value (12 atm). Also, the syringe and the extension tube were returned most likely with dry contrast media. A functional inspection was performed, the syringe was connected to an alliance inflation system, the syringe was filled with water, but pressure gauge needle was not decreasing. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of gauge reading inaccuracy was confirmed. The returned device was inspected, the meter had already exceeded the maximum value, and functional testing found the pressure gauge needle not decreasing. The way in which the device was handled and manipulated, such as a possible hit on the gauge or an accidental drop of the device, may have caused the problem. Therefore, the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, when the product was unpacked, the meter had already exceeded the maximum value from the start. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.